Event description:
This is a 68-year-old female who had a hip replacement in 1993 at another facility. In 1995 she was found to have a loose prosthesis, and a revision was performed at this facility. She was experiencing pain and the orthopedic specialists took x-rays which revealed a fractured prosthesis. On 2/16/97 she underwent revision again.